Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and had trouble downloading.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional and trouble with download) was due to a damaged front response button, causing it to be non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.